Event description:
It was reported that during device initial activation, in situ measurements showed all electrode channels in status hi. No accident or trauma is known. Performed imaging indicated the implant was in place. Re-implantation is scheduled for (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.